Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When checking the error log e03 was found in the past. Based on the results of the investigation, it is likely the phenomenon "the power dropped while using" occurred due to the pressure sensor of the printed circuit board failed and the indication of the air supply operation/front-panel disappeared during use. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed no use of implant devices. The device was inspected before use.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation did not reproduce the power turned off issue and could not confirm if it was delayed or not. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had lost power during a therapeutic procedure. The procedure was completed with a similar device after an unknown amount of delay. There were no reports of patient harm.